Manufacturer narrative:
A manufacturing representative went out to the site to preform a system check out. It was noted that they could not reproduce issue. They verified system functions as intended and no parts were replaced. 10,213,67 are associated with system check out. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that the site had was unable to take a 3d spin or enable 3d. No patient was present. No delay.

Manufacturer narrative:
Additional information was received. Reporter's section and report source have been updated. If information is provided in the future, a supplemental report will be issued.